Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The approximately 80% stenosed de novo lesion was located in a non-tortuous and moderately calcified and fibrotic left anterior descending artery. The lesion was predilated with a 2.0x15mm maverick balloon. A 2.25x16mm taxus liberte' atom drug eluting stent was advanced to the lesion but could not cross the lesion after several attempts. The device was removed and stent damage was noted. The lesion was dilated again with another 2.0x15mm maverick balloon and the procedure was completed by placement of another taxus liberte' atom drug eluting stent. No patient injuries or complications occurred. Patient status is listed as "okay."

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The approximately 80% stenosed de novo lesion was located in a non-tortuous and moderately calcified and fibrotic left anterior descending artery. The lesion was predilated with a 2.0x15mm maverick balloon. A 2.25x16mm taxus liberte¿ atom drug eluting stent was advanced to the lesion but could not cross the lesion after several attempts. The device was removed and stent damage was noted. The lesion was dilated again with another 2.0x15mm maverick balloon and the procedure was completed by placement of another taxus liberte' atom drug eluting stent. No patient injuries or complications occurred. Patient status is listed as 'okay.'

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. On rows 1-2 the struts were raised proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).